Manufacturer narrative:
This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an unknown sheath and the catalog and lot numbers are not available. Carlo, m. D., borelli, g., gistri, r., ciabatti, n., mazzoni, a., arena, m., & petronio, a. S. (2009). Effectiveness of the transradial approach to reduce bleedings in patients undergoing urgent coronary angioplasty with gpiib/iiia inhibitors for acute coronary syndromes. Catheterization and cardiovascular interventions, 74 (3), 408-415. Doi:10.1002/ccd.22008. As noted in the publication by de carlo et al, "effectiveness of the transradial approach to reduce bleedings in patients undergoing urgent coronary angioplasty with gpiib/iiia inhibitors for acute coronary syndromes," catheterization and cardiovascular interventions 74: 408¿415 (2009); report 30 cases of arterial access hematoma (19 in the femoral group and 11 in the radial group) after using an 11-cm long 6f cordis sheath for percutaneous coronary interventions (pci). Hematoma was defined as local induration more than 5 cm diameter. The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Without the return of the devices for analysis or procedural films, the reported customer event ¿vascular access site hematoma¿ could not be confirmed and the exact root cause could not be determined. A hematoma is a is a collection of blood outside of a blood vessel. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are also likely contributing factors. Complications such as hematomas can also be more prevalent in obese patients. This complication may occur at any time during or after the procedure and users are trained and experienced in how to treat this common complication. Based on the limited information available for review, there is no indication that the event is related to the devices design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As noted in the publication by de carlo et al, "effectiveness of the transradial approach to reduce bleedings in patients undergoing urgent coronary angioplasty with gpiib/iiia inhibitors for acute coronary syndromes," catheterization and cardiovascular interventions 74: 408¿415 (2009); report 30 cases of arterial access hematoma (19 in the femoral group and 11 in the radial group) after using an 11-cm long 6f cordis sheath for percutaneous coronary interventions (pci). Hematoma was defined as local induration more than 5 cm diameter.